Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
It is reported that an intervention took place in an ambulance response to a patient that suffered from a cardiopulmonary arrest in a biology lab. The patient went through a noflow period which lasted 5 min. When emergency responders arrived the patient was in cardiopulmonary arrest and initial cardiac rhythm of bradycardia (20bpm). Three peripheral venous access insertions failed. An esz-io driver was then used and there was no reaction from the ez-io driver when the trigger was pulled. The driver was then tested and there was a weak rotation which lasted for a brief moment. The patient's condition is not reported at this time. No patient death reported.

Manufacturer narrative:
(B)(4). Additional information received: the complaint that the driver was unable to complete an insertion was confirmed. The driver powered off during the attempted insertion due to battery depletion. Although it could not be determined why the driver led did not switch to red; teleflex has opened (B)(4) to investigate further.

Event description:
It is reported that an intervention took place in an ambulance response to a patient that suffered from a cardiopulmonary arrest in a biology lab. The patient went through a noflow period which lasted 5 min. When emergency responders arrived the patient was in cardiopulmonary arrest and initial cardiac rhythm of bradycardia (20bpm). Three peripheral venous access insertions failed. An esz-io driver was then used and there was no reaction from the ez-io driver when the trigger was pulled. The driver was then tested and there was a weak rotation which lasted for a brief moment. The patient's condition is not reported at this time. No patient death reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that letters had been engraved into the housing. No other physical damage was observed. The driver had no power when the trigger was pressed. The trigger guard was present. Functional testing was performed and the motor was connected to dc power supply. When the trigger was pressed, the led was green. Measurements were taken of the open and closed circuit voltages and it was determined that the batteries were depleted. A review of the certificate of conformance (c of c) found that the driver passed all release criteria. This driver was manufactured in 04/2012 and is approximately 3 years old. The complaint that the driver had no power and displayed a green led was confirmed. The cause of the driver having no power was that the batteries were depleted. Based on the available information, it could not be determined why the led did not turn red and why the charge count was low. Teleflex will continue to monitor and trend for this issue. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
It is reported that an intervention took place in an ambulance response to a patient that suffered from a cardiopulmonary arrest in a biology lab. The patient went through a noflow period which lasted 5 min. When emergency responders arrived the patient was in cardiopulmonary arrest and initial cardiac rhythm of bradycardia (20bpm). Three peripheral venous access insertions failed. An esz-io driver was then used and there was no reaction from the ez-io driver when the trigger was pulled. The driver was then tested and there was a weak rotation which lasted for a brief moment. The patient's condition is not reported at this time. No patient death reported.